Manufacturer narrative:
Review of this event and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to site to test the equipment. Representative reported that generator started beeping when site initiated exposure. No images could be taken. System was rebooted without issue. System was used again without any issues. Upon reviewing the logs, errors were found. Rebooting the system resolved the issues and the errors have not reappeared. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative on behalf of site reported that during spinal fusion procedure, when attempting to perform a 2d image acquisition the generator of the imaging system was beeping continuously. Rebooting the system resolved the issue. The procedure was completed with the use of imaging system. No information was provided on delay to procedure. No known impact on patient outcome.